Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient had hemorrhages 4 days after laparoscopic sleeve gastrectomy procedure. The patient was re-operated.